Manufacturer narrative:
Since this is a disposable single-use device, the product is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
Received letter from attorney stating that after consumer used product on right shoulder, she experienced a burn at area of application. Consumer is stated to have to undergo plastic surgery. (B)(4).